Event description:
The customer reported that the system displayed intermittent communication error messages which caused the system to lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps (uninterruptible power supply) was replaced. The system was then found to be operating as intended.